Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. Root cause: the probable cause of the reported device 8100 had issue in door open alarm was not identified during the customer call. However, to address the issue, tech support recommended to undergo binary sensors test to check if the door is detected or not. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had door open alarm. There was no patient involvement.